Event description:
The following was reported to hamilton medical ag: the patient carried a ventilator for CT examination when traveling outside. When going out, the medical staff carefully checked that the ventilator was fully charged. After 30 minutes of examination, the patient returned to the ward. The medical staff found that the ventilator gave an alarm indicating low battery power, and after a few minutes, it was immediately turned off no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4)

Event description:
The following was reported to hamilton medical ag: the patient carried a ventilator for CT examination when traveling outside. When going out, the medical staff carefully checked that the ventilator was fully charged. After 30 minutes of examination, the patient returned to the ward. The medical staff found that the ventilator gave an alarm indicating low battery power, and after a few minutes, it was immediately turned off no patient harm or consequences.